Event description:
A review of service data detected a reportable event. During servicing of battery pack (B)(4), which was returned for routine maintenance, it was discovered that the battery pack would not charge. The last pt to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The white wire connects the cells to the board. The root cause of the broken wire was probably a dropped battery pack. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems.